Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Abbott technical support was contacted and the device was reprogrammed. A revision procedure was performed and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.